Event description:
The customer contacted beckman coulter inc (bec) in regards to receiving a vent line sensor (vls) error and a leak underneath the lh750 analytical station. Customer wore personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and medical attention was not sought. No report of exposure (splash or sprayed) to mucous membranes or open wounds was reported. No death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to sample results as a result of this event. On the date of the event (B)(6)-2011, a bec field service engineer (fse) observed that the vent line sensor error was caused by the tubing in vent line sensor (bd3) not being properly seated. Bd3 is the sensor that identifies diluent and air in the needle vent line. The source of the leak was a tube between a check valve and the top of manifold (mf)13. The tubing was not connecting properly to the check valve. Fse replaced tubing and check valve. The vls error no longer occurred and there was no further evidence of leaking. The vls error was attributed to a tubing in the vent line sensor (bd3) not being properly seated. Root cause for the leak was the tubing and check valve on to the top of mf13 were not properly connecting.

Manufacturer narrative:
(B)(4).